Event description:
A medwatch form was received stating that while the pt was on her wheel chair ventilator, the tidal volume was decreased. Before switching the pt to the backup ventilator, it was found that the unit would not turn on and the screen was white. The unit could not be turned off. The pt was manually ventilated for a minute and was placed back on wheel chair ventilator. There was no pt harm reported.

Manufacturer narrative:
(B)(4).